Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The fse replaced the following items from customer stock: buffer syringe, ise tubing, buffer solution, reference solution, and sodium electrode. The fse also replaced both buffer valves. The issue was resolved and the instrument was restored to functionality. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic sodium results for multiple patient samples on their au5800 chemistry analyzer. The erroneous results were not reported out of the laboratory; hence, there was no change to patient treatment and no report of injury or death associated with this event. The customer was unwilling to provide data for review.